Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp confirmed that the event is not related to the device or procedure. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient was admitted to the hospital due to an icepick headache. It was also noted that the device was interrogated at this visit on (B)(6) 2017. No further complications were reported/anticipated. The patient's medical history includes: essential tremor - year of onset 1978; depression - year of onset 2006; bipolar disorder - year of onset 2006.

Manufacturer narrative:
It was determined that the outcome attributed to adverse event of hospitalization no longer applies as the health care provider (hcp) noted that the event was not related to the device/therapy and not related to the implant procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that signs/symptoms of the event included a sudden onset of a severe headache. The diagnostic methods included imaging (x-ray, MRI, CT scan, etc) and a lumbar puncture on (B)(6) 2017, which had normal results. The etiology was also noted as not related to the device/therapy and not related to the implant procedure. There were no actions/interventions taken to resolve the icepick headache apart from the previously noted hospitalization and emergency room visit; however the event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.